Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had significant atrial fibrillation burden from ICD interrogation. Amiodarone was restarted on (B)(6) 2019 to manage patient's paroxysmal atrial fibrillation. The patient noted on (B)(6) 2019 that lvad flow was lower than usual. On (B)(6) 2019, the patient was presented for dc cardioversion (dccv) in atrial pacing/ventricular pacing (ap/vp) rhythm, but dccv was determined to be not required and was cancelled. Right ventricle (rv) failure was monitored since placement of lvad. Digoxin was restarted on (B)(6) 2019 to manage rv failure.

Manufacturer narrative:
Section d4, h4: additional information. Section h6 (patient code): correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that on (B)(6) 2019, interrogation of the patient¿s ICD showed significant atrial fibrillation (af) burden. Amiodarone was restarted on (B)(6) 2019 to manage the patient¿s paroxysmal a-fib. Additionally, digoxin was started on the same day to manage the patient¿s right ventricular failure which had been monitored since the placement of the lvad. On (B)(6) 2019, the patient noted that his lvad flow was lower than usual and reported that he hadn¿t felt ¿good¿ since he started taking the digoxin. The patient reported tingling in his hands and feet and was found to have an elevated digoxin level. The medication was stopped and the patient was hospitalized for digoxin toxicity from 06may2019 through 09may2019. The account also reported that on (B)(6) 2019, the patient presented for a direct current cardioversion (dccv). The patient was found to be in atrial pacing/ventricular pacing (ap/vp) rhythm; therefore, the dccv was not required and was cancelled. The patient¿s arrhythmia event reportedly resolved without sequelae on (B)(6) 2019. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The hmii lvas IFU lists cardiac arrhythmia and right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.